Manufacturer narrative:
G4:01mar2021. B4:10mar2021. The field service engineer (fse) verified that the touchscreen would not register user input and would not hold a calibration. The fse replaced the touchscreen. Following the repair, the touchscreen was able to hold calibration and register user input correctly without any issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 23feb2021.

Event description:
The customer reported the touchscreen does not work. There was no patient involvement.